Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reportedly experienced an event involving a kinked cannula in the infusion set on (B)(6) 2025. Patient had blood at infusion site. The infusion set was inserted in both the abdomen and lower back areas. The infusion set had been in use for less than 24 hours at the time of the incident. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.